Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative (rep) regarding a patient who was receiving a concentration of "500," lioresal at "100," via an implantable infusion pump for an unknown indication for use. It was reported that a patient had a return of symptoms. It was reported that a dye study was attempted and the hcp did not get a return of cerebrospinal fluid (csf) from the catheter access port. The cause of the inability to get a return of csf was unknown. It was reported that the system was replaced. The issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Analysis found no significant anomalies. Continuation of concomitant products: product ID 8780, serial# (B)(4) ,implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.